Manufacturer narrative:
The device was returned to olympus for evaluation and foreign material was found in the distal end during an annual inspection. The device also failed the air leak inspection as it was found that water tightness was lost as a result of a crack on the distal end. Upon further investigation into the distal end insulation, it was apparent that the insulation resistance value at the distal end it did not meet the standard value due to a damage on the bending section cover. Other notable findings include a scratched image guide protector, a light guide bundle cover with broken adhesive, a connecting tube with foreign material, a worn light guide lens adhesive, a worn objective lens adhesive, a corroded forceps elevator, and an arm cover with foreign material. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii duodenovideoscope to olympus for an annual inspection. There was no initial customer allegation. The device was returned, evaluated, and foreign material was found in the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from distal end. The event can be detected/prevented by handling device in accordance with the following instructions for use: "-inspection of the endoscope". Olympus will continue to monitor field performance for this device.